Manufacturer narrative:
Based on the information provided and the condition of the returned device, the reported failure to deflate could not be confirmed and the cause could not be determined. Visual inspection revealed that the balloon proximal bond was detached but the distal bond remained intact. The distal balloon shaft was inverted and bunched up. The balloon proximal bond was damaged. The procedure sheath and the advancer tube both had distal damage. It was not possible to determine whether the damage occurred during the procedure or afterwards. The review of the lhr (lot f1028803) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient weighing (B)(6)underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. A 6f procedural sheath was used to obtain access at the common femoral artery (cfa). There was no pre-procedural femoral angiogram taken to assess the suitability of closure. No information was provided regarding the procedural steps taken during deployment of the mynx. Post procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. Reportedly, when the physician pulled negative on the balloon, it was observed that the balloon was slow to deflate. It was also reported that the physician allowed the radiology technologist (rt) to remove the device. The rt encountered difficulty removing the device from the tissue tract. The physician came back into the lab to assess the situation. The physician manually manipulated the balloon and subsequently removed the device from the arteriotomy. The device was removed still "intact", from what was described as "just under the skin." The patient was converted to manual compression and a successful hemostasis was achieved. The patient was ambulated and discharged to home the same day. There was no report of patient clinical sequelae. Additional information was received from the aci sales professional; the physician did not use contrast and there were no issues during prep. He reported that after the balloon was thought to be deflated (inflation indicator was not out), the device would not pull through the advancer tube. There was no blood seen in the syringe, and he did not feel anything unusual during pull back. There was no scar tissue present nor was there difficulty drawing the sheath out. No further information was provided.